Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. It was noted that two episodes appeared to be non-physiologic signals. The noise was able to be recreated when the patient moved their arm across their chest. The clinic programmed the automatic gain control on which did not eliminate the noise but minimzed the oversensing. Further review of stored episodes found one episode where the minute ventilation was oversensing on ra channel. Another manufacturer's ra impedances measurements were at 1600 ohms. Boston scientific technical services (ts) was consulted and discussed programming options. The automatic gain control was programmed off and sensing was reprogrammed to off. Further review found the non-physiologic signals to likely be external interference as the patient was using the stove at the time of those episodes. The pacemaker and another manufacturer's rv and ra leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the x-ray did not reveal any significant findings and no new events have been seen via the remote home monitoring system. At this time the clinic plans on monitor the patient remotely.

Event description:
Additional information was received that the lead safety switch (lss) was triggered for this pacemaker and another manufacturer's right ventricular (rv) lead due to impedances of greater than 3000 ohms. No noise was noted in unipolar mode. Isometrics did not reproduce noise however noise was seen on both the rv and ra channels. Further review found that there had been oversensing of noise for over a year. Boston scientific technical services (ts) discussed the possible causes of noise and high impedance measurements. Ts suggested an x-ray and discussed that the only non-invasive option would be to program unipolar pacing and bipolar sensing. Ts also noted that it had previously been recommended to revise the leads. At this time the pacemaker and other manufacturer's leads remain in service and no adverse patient effects were reported.